Event description:
The following was reported by the user facility: it was alleged the patient received three dialysis sessions with an optiflux f180nr without an adverse event. During the fourth and fifth sessions, the patient experienced an adverse reaction after approximately 15 minutes of dialysis. Symptoms include "bradycardia, hypoglycemia and potential seizure activity."

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information fresenius has received to date. Currently, the patient's medical records have not been provided and no sample was returned for evaluation. During a consult between fresenius director of post market affairs and the dialysis nurse, she stated that the doctors have ruled out the possibility that fresenius products caused or contributed to the patient's experience. The patient continues dialysis treatment with fresenius products and is reported to be doing well. Although it appears a device failure has not occurred, without medical records a definitive conclusion cannot be made. For information regarding the second event see MDR number 1713747-2013-00138.